Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that dust accumulated inside the device, around the video connector socket, and around the power switch, however, the enhancement and iris buttons worked properly. Omsc surmised that the malfunction of the button occurred due to the temporary poor contact of the connectors contacts of the front panel due to the effects of dust.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, the image enhancement mode button and the iris mode button of the front panel of the subject device did not work. Other detailed information was not provided. There was no report of patient injury associated with the event.